Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The patient had the original catheter placed in (B)(6) 2015. On (B)(6) 2015, nurse notes that she ¿accessed broviac at this time. + blood return noted from both lumens. Red lumen flushed with saline and 20 units of heparin. While flushing blue lumen with saline, noted that fluid was leaking from the tubing. Broviac appeared to be leaking above the bifurcation of the broviac¿ the line was repaired. (MFR# 1820334-2017-0 the line was leaking at home on (B)(6) 2015; leakage noted above bifurcation and was repaired (B)(6) 2015 (this MDR report #: 1820334-2017-02345 ). The child is immunosuppressed and was started empirically on antibiotics due to central line break. The repair was unsuccessful ( MFR# 1820334-2015-00852) after repair, unable to regain patency of red lumen so line needed to be replaced. A new similar line, 5.0 double lumen catheter, was inserted and has since failed and been repaired in the emergency department, the patient had positive blood cultures one day after repair (MFR# 1820334-2015-00853). On (B)(6) 2015, a false positive infection was treated for one day via the following: rocephin 50mg/kg q24. Vancomycin 17mg/kg q6 (based on previous dose), will need trough cont home micafungin for fungal ppx. Receives weekly ivig, next due on (B)(6). Continue home gancyclovir 50mg q24 (blood cultures + for cmv in past)¿.